Manufacturer narrative:
Phone number not provided.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the battery had malfunctioned. There was no patient involvement.